Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The stent graft stenosis was confirmed to be unresolved at the time of study exit. It was reported that the stent graft occlusion was also unresolved at the time of study exit.

Manufacturer narrative:
Additional information: the stent graft stenosis was confirmed to be unresolved at the time of study exit. It was reported that the stent graft occlusion was also unresolved at the time of study exit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: information references the main component of the system. Other relevant device(s) are: product ID: enbf2513c170ee, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported that, approximately 8 years post index procedure, in-stent stenosis was noted with 50% occlusion of the right cia. The sponsor and investigator have adjudicated the events to be device related. It was reported that, approximately 8.5 years post index procedure, the patient experienced complete occlusion of both aortic-iliac limbs of the device. The patient was hospitalized as a result of this event however, spontaneous improvement of the event was reported without intervention. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received: the previously reported occlusion of both aortic-iliac limbs of the device was assessed by both the investigator and the sponsor as related to the device and not related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: it was reported that the stenosis eventually degenerated into a complete occlusion of the main body stent graft, left iliac and right iliac limb. If information is provided in the future, a supplemental report will be issued.